Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) with mild tortuosity and mild calcification. A versaturn guide wire (gw) was advanced to the lesion and a non-abbott balloon dilatation catheter (bdc) was advanced over the gw to successfully perform pre-dilatation. Resistance was felt during removal of the bdc and the bdc became entangled with the gw; therefore, the devices were removed together from the anatomy. The same gw was re-used and a stent was implanted to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported difficulty was unable to be confirmed due to the damages noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.